Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Visual inspection was performed. Two of the representative sample packages had the tear open flaps of the foil package stuck together. The samples appear to have been resterilized using an autoclave. This would cause the packages to heat up swell and then deflate. There were no manufacturing defects noted.

Event description:
It was reported that on (B)(6) 2015, it was difficult to open the package because the heat sealing part was pasted to the end of the package. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.